Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned. Initially a 20mm watchman laa closure device & delivery system (wds) was deployed, however the device was under-compressed and recaptured. The 20mm wds was exchanged for a 24mm wds. During the exchange the was remained in the laa and the physician opted not to use a pigtail catheter. The 24mm wds was advanced and deployed. The patient then experienced st segment elevation, bradycardia, and hypotension. The patient was administered atropine and epinephrine. The patient's hemodynamics stabilized. The physician noted that air bubbles were visualized in the laa, trapped under the watchman implant via echocardiogram. The watchman implant was released from the delivery system. The patient is reported to be recovered without further complications.